Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Pd therapy was ongoing. At the time of this report, the patient was discharged from the hospital and had recovered from the event. No additional information is available.